Event description:
It was reported that the as lvp 20d 3ss cv leaked during use. The following information was provided by the initial reporter: "most distal y site leaks."

Manufacturer narrative:
H.6. Investigation: one sample was received in vernon hills and was visually analyzed using microscope. The evidence of leakage was clear and the customer's complaint has been verified. After collaboration with the production facility engineers, the root cause was determined to be a lack of solvent at the tubing to smartsite junction. A device history record review for model: 2426-0007, lot number: 20033039 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot#: 20033039, regarding item#: 2426-0007.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 3ss cv leaked during use. The following information was provided by the initial reporter: "most distal y site leaks."